Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the rubber seal is missing from the lid of the aseptic housing which can cause housing to not close properly and expose non sterile battery to the surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.